Event description:
It was reported that after one day of use there was a defect on the 15mm connector region of the device. The device was pre-tested before use. Pt was recannulated with another tracheostomy tube.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.